Event description:
It was reported that during a video assisted lung biopsy procedure, the instrument closed before use and then it would not reopen. Another device was used to complete the procedure. There was no adverse pt consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.